Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00007. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for an unknown serial number. This is report number 5 out of 12 reports that are being submitted as initial individual mdrs. Device evaluation: product testing could not be performed as the product was not returned and remains implanted. The reported event could not be verified. Manufacturing record review: a review of the records could not be performed as the product serial number was not provided. Unable to perform the complaint historical review as no serial number was received. Conclusion: based on the investigation, the complaint issue reported could not be verified and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor was using a model zcb00 intraocular lens (iol) with the platinum injector and 1mtec30 cartridge. The zcb00 lens had scratches on it. The tech said they weren't sure if it happened from loading or something happened with the cartridge. There were no patient consequences. The lens was implanted and not coming back. No other information was provided.